Event description:
It was reported that the pt underwent an anterior repair and a sling procedure in 2006. The pt had intercourse for the first time after the procedure and the husband indicated that he felt a "sand burr or a sharpness". The pt saw her physician on 03/06/2006. The physician noted the mesh had frayed where the vaginal wall is thin and there were pieces of the fray sticking through the vaginal wall. The physician trimmed the tape in the office and provided premarin cream.